Event description:
The customer contact reported a delay in critical therapy following a loss of power. The gemstar ac power adapter was returned to the biomedical engineering department from the labor and delivery unit with a note stating, "not working on ac or broken." It was reported that the gemstar ac power adapter was connected to a gemstar pump for epidural delivery of an unspecified medication. No specific pump programming parameters were provided. After an unspecified length of time, it was reported that the pump lost power and the delivery of medication was stopped. It was reported that the pump and ac power adapter were replaced and the therapy was resumed. The customer contact reported a noted delay in epidural pain therapy; however, there were no reported adverse patient effects. No medical interventions were reported. During testing at the user facility, after a gemstar pump was connected to the gemstar ac power adapter, the pump lost power. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.